Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On approximately, (B)(6) 2025, the patient completed the full sensor session and removed the sensor from the abdomen. Two days later on (B)(6) 2025, he developed a ¿half dollar coin size¿ lump at the sensor insertion site and there was redness and a pocket of pus in the area. The patient alleged the broken sensor wire remained in the skin and caused an infection. On the same day, he went to the emergency department with his wife and the surgeon performed a 3d ultrasound which showed a small foreign object was retained underneath the skin. The patient stated the surgeon was unable to determine if the foreign body presence was the sensor wire and they choose to provide treatment without surgical intervention. He received an unspecified antibiotic injection at the insertion site and was prescribed a course of oral antibiotic medication (three times per day for seven days). At the time of the report, the patient mentioned he had a positive response to the treatments, with significant reduction in soreness and the lump size (nickel size), and he was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).